Manufacturer narrative:
One device sample has been returned to our facility for evaluation of the defect reported. There is a hole in the poly side of the pouch. The hole is located near the top of the pouch at the edge of the spacer clip. The hole would occur if there is a hard impact to the spacer clip during shipment to the customer. Our facility is working on a project to package the product in a thicker pouch. The defect is readily visible by the customer.

Event description:
The pouch is drilled.